Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While impacting the cup, the surgeon hit the inline offset impaction handle 4x, and then noticed that the impaction platform had completely split in half. The scrub tech was able to get the broken one off. We attempted to replace it with a new impaction platform but realized the offset impaction had also broken. We then replaced both the handle and the impaction platform, when we realized the second impaction platform was not attaching to any of the inline offset impaction handles. Tha case delayed approximately 10 minutes.

Event description:
While impacting the cup, the surgeon hit the inline offset impaction handle 4x, and then noticed that the impaction platform had completely split in half. The scrub tech was able to get the broken one off. We attempted to replace it with a new impaction platform but realized the offset impaction had also broken. We then replaced both the handle and the impaction platform, when we realized the second impaction platform was not attaching to any of the inline offset impaction handles. Tha case delayed approximately 10 minutes.

Manufacturer narrative:
Reported event: the event reported that a trident inline offset impactor and impaction platform broke during impaction. The devices were replaced to continue impaction and a second impaction platform failed to assemble to any impactors. A delay of 10 minutes occurred. Device evaluation and results: visual inspection showed that the device was broken in half, laterally, near at the button pin interface. See attached figure. Device history review: review of device history records indicate that 29 devices were accepted into final stock per (B)(4) on 12/15/2015. The non-conformance of incomplete supplier documentation was unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 206270, l/n 45011115 within the trackwise database show one (1) other complaint related to the failure in this investigation. The pr# is (B)(4). Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.